Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the primary surgery was performed on (B)(6) 2021, via tha for osteoarthritis with the actis system. After the surgery, periprosthetic fracture (around the stem) occurred and an oblique fracture at zone 2 was confirmed by x-rays. The revision surgery was performed on (B)(6) 2021. The patient moved actively because he/she felt no pain after the primary surgery. We went attention to the sales rep to comply with the prescribed reporting date. No further information is available.